Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings. The pump powered on to a blank display screen. Moisture corrosion was found on the display connector. The pump base was cracked between the keypad and the display lens. The pump¿s cover was disassembled and the bt1 component was found to be corroded. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was blank and moisture was present. This report is made based on results of investigation completed on (B)(6) 2016.